Manufacturer narrative:
Report source: (B)(6). (B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed ?does not recognize admin set". It was reported the therapy was started days earlier with no issue, until days later even though the admin set had not been switched out.